Event description:
The lay user/reporter called lifescan (lfs) in 2008 on behalf of the lay user/patient and alleged that her one touch ultra meter was giving her "error 2" messages. The medical affairs specialist spoke with the reporter on april 9, 2008 and verified the following information. According to the patient's son, the reported issue started about a month before he called lfs. The patient was unable to test her blood sugar during the issue. Prior to the reported issue, the patient was testing her blood sugar once every night before bedtime and was taking lantus 28 units twice daily. On ten days prior to original date at around 9:30 am to 10:00 am, the patient was not feeling well. The reporter was unable to provide information on specific symptoms. The patient's son took her to the emergency room. Her blood sugar was tested at the emergency room and had received a high blood sugar reading. The reporter was unable to recall the reading received at the emergency room. She was treated with unknown insulin. She was hospitalized for about a week, as she was also diagnosed with high blood pressure and renal problems. The reporter also mentioned that the patient was taking 28 units of lantus twice daily prior to the hospitalization. During the hospitalization. The doctor decreased her dosage of lantus to 23 units twice daily for unk reasons and she was also advised to test blood sugar twice daily. The reporter stated that the patient could have probably avoided being hyperglycemic, if she could have tested her blood sugar regularly. The customer service agent (csa) verified that the patient was using correct technique to test. Replacement products have been sent to the patient. This complaint is being reported as an adverse event as the reporter alleged the patient was unable to test her blood sugar due to the reported issue and was treated with insulin in the emergency room.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If the products will be returned, lifescan will evaluate them and, if they do not pass inspection, lifescan will inform FDA of the results in a supplemental report.